Event description:
A customer contacted beckman coulter inc. (Bci) and reported that there was a "flood waste collection error" on synchron lx20 clinical system and waste collection sump would not drain and was leaking. No injury was reported in connection with this event.

Manufacturer narrative:
A customer technical service (cts) conducted troubleshooting with the customer and leak appeared to be resolved, but customer called back cts to report flooding continued from waste sump b. A field service engineer (fse) was dispatched: the fse found the waste exit sump float switch was cracked and replaced the float switch assembly. The fse verified repair per established procedures. Hardware is the root cause for this event.